Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 300 mg/dl. The customer stated the suspected cause for the elevated bg level was due to being sick and changing time on pump due to recent time change. The customer changed the time prior to contacting tandem technical support and will change the infusion set site. During troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. The customer declined to check infusion set site. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.